Event description:
Caller reported a minimum fill notification and confirmed that there was no adverse impact on their blood glucose level, which did not exceed 500 mg/dl. Initially, customer attempted to load a new cartridge but was unsuccessful. Cts instructed the customer on cleaning the pneumatic tap area, yet reloading the same cartridge did not resolve the issue. Cts then guided the customer through the process of properly filling and loading a new cartridge onto the pump, which successfully resolved the issue, allowing the customer to resume insulin therapy.